Manufacturer narrative:
Other, other text: h3: one cadd extension set with part number 21-7061-24 was received in used condition, decontaminated, without its original packaging inside a plastic bag with additional components (syringe and a luer adapter). The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No discrepancies were found per visual inspection. The sample was tested with a syringe and water to look for the leak complaint. It was confirmed fluid, fluid leaked through male luer. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. Based on the analysis conducted in the sample provided, the failure could not be reproduced, therefore, the occurrence for this failure condition could be caused by incorrect tube bond engagement, less than 0.25?. The cause of the issue was attributed to manufacturing.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was leaking when connected to a three-way stopcock as the customer attempted to infuse medial fluid (physiological saline solution) using a syringe before use. There was no patient injury.